Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 86.4 cm. Analysis was completed. The damage found was sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for an initial implant procedure. During the surgery, it was observed the newly inserted left ventricular lead had insulation damage visually observed while being flushed. The lead was exchanged without issue. The patient was stable.